Event description:
It was reported that the balloon catheter was received with damaged packaging. The product was reportedly fine. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported that the balloon catheter was received with damaged packaging. The product was reportedly fine. There was no patient involvement.